Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's left knee was revised due to pain. Rep reported that there were no observed issues with the explanted devices. Intra-operatively, surgeon checked joint alignment and balance and reported that the implants were well-positioned. Surgeon revised a cr femoral component and cs insert to a ps femur and insert. Rep provided the primary usage sheet and reported that no further information will be released by the hospital or surgeon.